Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders. Both of the cylinders had a pinhole leak near the proximal end of the cylinder body due to wear at the corner of folds. Both cylinders had wear at fold in cylinder body. The identified fluid leak in the cylinder is the most probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the returned device had a failure/malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of "cause traced to component failure" was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new ipp device was implanted.